Event description:
Complainant alleged that during routine biomed testing of the device, when the technician depressed that alarm button, the sync function was activated. The complainant indicated that there was no pt involvement in the reported malfunction.